Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) and confirmed the reported issue of 22020 error in the system logs. However, the issue was not confirmed during in-house testing. The usm recognized and passed instrument testing. The usm passed the carriage switches test, carriage lissajous, carriage direction test, carriage sensor check, carriage strength test, and carriage friction test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument engagement issue on universal surgical manipulator (usm) 3, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported issue; however, the fse replaced the usm. The electrical safety test and system verification procedure were performed and passed. The complaint regarding the reported event was not confirmed based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, operation room (or) staff was unable to install instruments on universal surgical manipulator (usm) 3. Before calling intuitive surgical inc. (Isi) technical support, the customer tried with a new drape and several instruments without any success. The isi technical service engineer (tse) viewed the system event logs and confirmed error code 22020 indicating an engagement issue with usm 3. The procedure was completed with 3 usms with no reported injury. Isi obtained the following additional information regarding this event: it is unknown if the system functionality was checked upon powering on the system. The reporter thought the system started initially without error. The problem occurred at the very beginning of the intervention. The surgical procedure was successfully completed with three usms.